Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer low blood glucose level was in range of 40 mg/dl, 50 mg/dl and 60 mg/dl. Customer treated for low blood glucose with glucose tablets. Customer declined troubleshooting for low blood glucose. The devices will not be returned for analysis.